Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown for the leads (3186) and extensions (3383) because the lot and part number were not provided.

Event description:
Related manufacturer reference numbers: 1627487-2019-08895, 1627487-2019-08896, 1627487-2019-08898, 1627487-2019-08899, 1627487-2019-08900. It was reported that the patient experienced ineffective stimulation with their scs system due to high impedances. Reprogramming did not restore effective therapy. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads, extensions, and ipg were explanted and replaced. It is unknown which ipg is the thoracic ipg, therefore both ipg's are being reported on.